Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a kink was noted. At a later date, it was discovered that the catheter was fractured 19 cm after the strain relief. There were no complications or intervention reported with this event.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 13 june 2006, stating that catheter was broken 19 cm after the strain relief. As received, the braid was visible, but not broken. Kinks were found 62 cm and 63 cm from the proximal end. Another kink was also present at 5 cm from the distal end of the catheter. Blood was visible in the hub and in the distal shaft. The renegade catheter was dimensionally inspected and found to be within specification. A .018" mandrel was inserted through the distal tip and advanced through the catheter shaft up to the break. No restriction was felt. The mandrel was then inserted through the distal end of the catheter and advanced up to the kink at 63 cm from the distal end and resistance was felt due to the presence of blood in the shaft. An .018 guide wire was also returned loaded into the catheter. The returned guide wire was similar to a transend .018 guide wire. The max od was measured at .018in. The distal end was damaged and a kink was found at 11 cm from the distal end. The distal end of the guide wire was protruding from the catheter hub. The unit was returned partially loaded into an unk dispenser coil. Conclusion: further info was requested and from the response, it was established that the dispenser coil was flushed from the proximal port with saline solution before removing the catheter. Repeated flushing was performed. The catheter was flushed to facilitate guide wire insertion and no leak was noted. Info from the complaint record indicates that the defect was present from the beginning of the procedure, but was not noticed before use. The guide wire was a transend .018 in. The path was not tortuous and continuous flush was maintained. No other complaint has been received for this particular batch of devices. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline to activate hydrophillic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. In this instance, excessive force was applied to the catheter causing it to break at the proximal end. As a corrective action, the proximal flushing port arm will be removed from the dispenser coil. This will facilitate flushing from the distal port only which is the preferred flushing mechanism for removal of the catheter from dispenser coil. Similar complaints have been received. A corrective and preventative action report (CAPA) has been raised on the 10th october 2005 to document and track all elements of this investigation. This reported defect will be monitored and trended through the monthly complaints review board.